Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2019 to submental area using the coolmini applicator, who developed paradoxical hyperplasia (pah/ph) after treatment, diagnosed on (B)(6) 2020. Tissue described as firm to the touch, bulge moving from side to side.

Manufacturer narrative:
Corrected data d1: brand name.

Manufacturer narrative:
Continued e1 additional email: (B)(6). This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2019, (B)(6) 2019, (B)(6) 2019, and (B)(6) 2019 to submental area using the coolmini applicator, who developed paradoxical hyperplasia (pah/ph) after treatment, diagnosed on (B)(6) 2020. Tissue described as firm to the touch, bulge moving from side to side.